Event description:
Customer reported the alarm has no power even after the batteries were replaced with a new supply. No visible damage to the outside of the alarm was reported. Customer could not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned alarm did not confirm the reported issue; the alarm powered on with batteries on each attempt. However, the nurse call light does not come on at the nurse call test fixture when weight is off the sensor pad. The nurse call cable does not fit securely into the nurse call receptacle. Rj-11 receptacle molding is damaged. There is a rattling sound inside the alarm case when moved. Note: instructions for use warning statement: when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the pt unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. (B)(4).